Manufacturer narrative:
Field service engineer was not sent to the customer lab. The customer was sent replacement chemistry strips. The customer is operational. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. (B)(4).

Event description:
The customer reported seeing a loose urine chemistry strip pads in the strip provider module and the gate. The customer was using velocity urine chemistry strips, p/n: 800-7204 lot#: 7212087a, expiration: 5/13/2016 there were no erroneous patient results generated or reported out of the lab.